Manufacturer narrative:
Corrected data: describe event or problem patient code.

Event description:
It was reported that patient underwent surgical intervention for unknown reason at unknown date, wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-31144. Related manufacturer reference number 1627487-2020-31146. Related manufacturer reference number 1627487-2020-31147. Related manufacturer reference number 1627487-2020-31148. Related manufacturer reference number 1627487-2020-31149. Related manufacturer reference number 1627487-2020-31151. It was reported that patient experienced a head injury. As a result, surgical intervention was undertaken at unknown date wherein the entire system was explanted.